Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the femoral impactor instrument was found to be cracked prior to surgery. There was no patient involvement and no adverse events have been reported as a result of the malfunction.